Manufacturer narrative:
This report is being supplemented to provide additional event-related information and additional information based on the legal manufacturer's investigation. B5: updated to reflect the additional information received. Manufacture date: july 2022. Only the 3-digit lot number was provided as information. Therefore, the exact manufacture date could not be identified. Part of the basket wire and part of the wire were returned for investigation. The operating pipe and the coil sheath were not returned for investigation. The returned basket wire was investigated. The basket wire was broken at 65mm from the distal tip. The broken basket wire was fraying. The broken areas of the basket wire were stretched and thin. All basket wire outer diameter were measured. No abnormalities were detected. The returned operating wire was investigated. The length of the returned wire was 994 mm. The operating wire was broken at 2 locations. The investigation result of the breakage of the operating wire is as follows: the first broken area: the basket wire was severed by using a sharp object. The area was located near the distal end of the brazing area at the root of the basket wire. The second broken area: the operating wire was severed by using a sharp object. The area was located at 987 mm from the rear end of the brazing area of the basket wire. The exact cause of the breakage of the basket wire could not be determined. Since diameter of the basket wire presented no abnormalities, it was determined that the product defect was not the cause of the reported event. A likely mechanism causing breakage of the basket wire might be the following: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. Due to the description stated above ¿1¿, the basket wire broke. Since the basket wire was broken, it fell into the patient¿s body. A device history record review was performed. No anomalies were noted which could cause or contribute to the reported problem. The instruction manual of the subject device contains the following descriptions. Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. A lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Lower the endoscope¿s forceps elevator when performing lithotripsy. If lithotripsy is performed when the elevator is not lowered, the scope or the instrument may break and/or the calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Do not use this lithotripter bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotripter. The basket wire etc. May break and part of this lithotripter may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. The operation of the mechanical lithotripter bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotripter is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged and that open surgery may have to take place. If the calculus is too hard, it is possible that the damages shown below and other damages may have occurred. In addition, before using the bml-110a-1,thoroughly review its instruction manual and use it as instructed. Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that the intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography with lithotripsy. The device was stuck in the patient's body and was retrieved by a minimally invasive surgery during the same procedure. The procedure was successfully completed. There was no clinically relevant prolongation of the procedure due to the problem. There were no procedural or anatomical challenges that could have contributed to the device breaking. The patient was discharged promptly with no further complications. All devices were checked before use, without any abnormalities observed.

Manufacturer narrative:
This device has been returned for evaluation. However, the evaluation has not been completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unknown procedure using this evis exera iii duodenovideoscope and single use mechanical lithotriptor v, the lithotriptor ruptured at the proximal end, so that the instrument had to be surgically removed. The basket was cut open by the user during recovery. There were no reports of further patient or user harm/injury in this event.case with patient identifier (B)(6) reports the single use mechanical lithotriptor v used in the procedure.case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.